Event description:
It was reported that the patient experienced infusion site issue, which caused bleeding event on (B)(6) 2026. The patient subsequently admitted to emergency room visit on (B)(6) 2026 due to high blood glucose level measuring 535 mg/dl. The patient tested positive for ketones. The infusion set was in use for less than an hour. The patient replaced infusion set and resumed insulin deliveries successfully. The patient released from the emergency room on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.